Manufacturer narrative:
(B)(4). The device operated within the desired product specifications. The white striated marks are not particulate matter, they are an antioxidant added to protect the elastomer compound. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the folfusor had ¿white and brown particles¿. It is unknown if the particles are inside the fluid path. This malfunction was identified when the device was being filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received for evaluation. A follow-up MDR will be submitted when additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The device was manufactured january 16, 2014 - january 17, 2014. The device was received for evaluation. Visual inspection showed no evidence of particulate matter in the solution of the bladder. White striated marks were observed on the outer surface of the inflated bladder. The marks were determined to be antioxidant, which is a component of the bladder material. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.